Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. Concurrent conditions included overweight and endometriosis. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("(psychological or psychiatric problems) depression") with crying, anger and social avoidant behaviour, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia (heavy bleeding)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") with dysuria, migraine ("migraines"), headache ("several headaches"), dyspareunia ("dyspareunia(painful sexual intercourse painful sex)") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cramping/dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). In 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, cystitis, urinary tract infection, headache, dyspareunia, fatigue, weight increased, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received - reporter information was added. Concomitant medication added. Following event "abdominal pain" added, following symptoms "crying, anger out burst, wanting to be alone, burning with urination" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cramping"), depression ("depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain") and arthralgia ("joints pain"). The patient was treated with surgery (she had surgery to remove the essure implants). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, cystitis, urinary tract infection, headache, dyspareunia, fatigue, weight increased and arthralgia outcome was unknown. The reporter considered arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received:the event depression, abnormal vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, migraines, headaches, dyspareunia, fatigue, weight gain added.concurrent condition,events outcome,lab data,lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. Concurrent conditions included overweight and endometriosis. In 2009, the patient experienced depression ("(psychological or psychiatric problems) depression") with crying, anger and social avoidant behaviour, vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia (heavy bleeding)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") with dysuria, migraine ("migraines"), headache ("several headaches"), dyspareunia ("dyspareunia(painful sexual intercourse painful sex)") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cramping/dysmenorrhea(cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, cystitis, urinary tract infection, headache, dyspareunia, fatigue, weight increased, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. * on unknown date essure confirmation test should both tubes were closed. Concurrent conditions included overweight and endometriosis. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("(psychological or psychiatric problems) depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia (heavy bleeding)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("several headaches") and dyspareunia ("dyspareunia(painful sexual intercourse painful sex)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cramping/dysmenorrhea(cramping)/ painful periods") and abdominal pain ("abdominal pain"). In 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced arthralgia ("joints pain"), social avoidant behaviour ("wanting to be alone") with crying and anger and dysuria ("burning with urination"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral removal of fallopian tube)- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, arthralgia, abdominal pain and dysuria had resolved, the depression had not resolved and the cystitis, urinary tract infection, fatigue, weight increased and social avoidant behaviour outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, migraine, pelvic pain, social avoidant behaviour, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events- abdominal pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, weight increased, crying, anger. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: outcome of the previously reported event- depression, abdominal pain, dyspareunia were updated, severity of previously reported events- joints pain was added, onset date of previously reported events- pelvic pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cramping"). The patient was treated with surgery (she had surgery to remove the essure implants). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.